Manufacturer narrative:
MODEL NUMBER/CATALOG NUMBER: 72400024. SERIAL NUMBER: N/A. BATCH/LOT NUMBER: 1100598664. MODEL/CATALOG DESCRIPTION: BALLOON FGS 61-70 CM. D4 UNIQUE IDENTIFIER (UDI): (B)(4). MODEL NUMBER/CATALOG NUMBER: 72400098. SERIAL NUMBER: N/A. BATCH/LOT NUMBER: 1100660034. MODEL/CATALOG DESCRIPTION: CONTROL PUMP FGS. D4 UNIQUE IDENTIFIER (UDI): (B)(4). THE DEVICE IS NOT AVAILABLE FOR ANALYSIS; THEREFORE, NO PHYSICAL OR VISUAL ANALYSIS OF THE PRODUCT COULD BE PERFORMED. THERE WAS NO REPORT OF A DEVICE PERFORMANCE ALLEGATION. THE REPORTED PATIENT SYMPTOM(S) ARE KNOWN RISK ASSOCIATED WITH THIS DEVICE TYPE AND INDICATED AS SUCH IN THE INSTRUCTIONS FOR USE.

Event description:
IT WAS REPORTED THAT THE PATIENT WITH THIS ARTIFICIAL URINARY SPHINCTER (AUS) PRESENTED WITH RECURRING INCONTINENCE, IT WAS REPORTED THAT THE DEVICE PRESENTED A MECHANICAL PROBLEM AND AN INFLATION PROBLEM. THE PUMP STAYS FLAT AND A FLUID LOSS IS SUSPECTED. THE AUS IS CURRENTLY IMPLANTED. THERE WERE NO ADDITIONAL PATIENT COMPLICATIONS REPORTED.

Event description:
It was reported that the patient with this Artificial Urinary Sphincter (AUS) presented with recurring incontinence, it was reported that the device presented a mechanical problem and an inflation problem. The pump stays flat and a fluid loss is suspected. The AUS is currently implanted. There were no additional patient complications reported.

Manufacturer narrative:
Correction to field B1: Adverse Event/Product ProblemModel Number/Catalog Number: 72400024,Batch/Lot Number: 1100598664,Model/Catalog Description: BALLOON FGS 61-70 CM,D4 Unique Identifier (UDI): (b)(4).Model Number/Catalog Number: 72400098,Batch/Lot Number: 1100660034,Model/Catalog Description: CONTROL PUMP FGS,D4 Unique Identifier (UDI): (b)(4).The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The Device History Record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device Instructions for Use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the Instructions for Use. A Risk Review was completed and confirmed that the events of Incontinence, Device has a fluid leak, Patient dissatisfaction, and Mechanical malfunction or mechanical difficulty were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of Caused not Established was assigned to this investigation.